Event description:
A home pt's (hp) family member contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 alarm that occurred during the initial drain cycle of automated peritoneal dialysis therapy utilizing the homechoice macine. Per the initial report, the hp's family member indicated that the hp may have started initial drain before connecting transfer set to the pt line of the homechoice set. Baxter's tsc assisted the hp's family member in ending therapy early. No pt injury was indicated at the time of the initial report.